Manufacturer narrative:
The following fields were updated due to additional information: d.4. Medical device catalog#: 2420-0007. D.4. Unique identifier (UDI) #: (B)(4). D.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 12/9/2020. H.6. Investigation: one alaris gemini IV set was received for investigation without packaging; residual fluid was present inside the line. The customer initially reported the product ref to be 2401-0006, however analysis of the sample received confirmed it is likely a 2420-0007 sample. A visual inspection confirmed the presence of a contaminant within the tubing at the lower smartsite y-port, the exact nature of the contaminant could not be determined, however it was brittle in nature and a yellow colour. The details of this feedback were forwarded to the manufacturing site for investigation. The contaminant was subjected to ftir analysis; the results confirmed it is not related to the base material of the tubing component however it was not possible to confirm in this instance the exact nature of the foreign matter. A review of the manufacturing process did not identify any obvious potential sources for contamination of this nature and a definitive root cause could not be determined. In this instance a lot number was not available and therefore it is not possible to perform a review of the production documentation for this particular product.

Event description:
It was reported that foreign matter was found in the as lvp 20d dehp ss y-port. The following information was provided by the initial reporter: "foreign body noted in y- port below smartsite , patient in recovery before was discovered.".

Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown. (B)(4).

Event description:
It was reported that foreign matter was found in the as lvp 20d dehp ss y-port. The following information was provided by the initial reporter: "foreign body noted in y- port below smartsite, patient in recovery before was discovered."